Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "a minimally invasive approach for total hip arthroplasty does not diminish early post-operative outcome in obese patients: a prospective, randomised trial" written by thomas dienstknecht, christian lüring, markus tingart, joachim grifka, and ernst sendtner published by international orthopaedics (sicot) (2013) 37:1013¿1018. Doi 10.1007/s00264-013-1833-5. On 28 february 2013 was reviewed for MDR reportability. The article reports one revision for loosening of the cup in a group identified to have depuy pinnacle cups, four undisplaced fractures of the proximal femur identified to have depuy corail stems occurred during surgery and were treated with cerclages. And two cases of deep vein thrombosis were diagnosed without any therapeutic relevance during the recovery period. Adverse events: cup loosening, intraoperative fractures (interventions provided), dvt. Impacted products: depuy cup, depuy corail stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.